Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was treated with vancomycin injection (1g, start dose) and amikacin injection (500mg, start dose ) followed by amikacin injection (100mg in one bag only) for the event. The cause of peritonitis, hospitalization and patient outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of the peritonitis event was unknown. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued), amikacin injection (500mg, intraperitoneal, once a day, discontinued) and amikacin injection (100mg, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient recovered from peritonitis and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.